Event description:
The complainant reported a patient was being implanted with a new impella 5.0 in the axillary artery for longer support and ambulation. The patient had an existing impella cp that had been placed in the right femoral artery. It was reported that the impella 5.0 was not able to be advanced past the distal innominate (brachiocephalic) artery due to patient anatomy. Impella 5.0 was coated in a lubricant (viperslide) and reinserted again unsuccessfully. The decision was made to abort the 5.0 insertion and insert an impella cp instead. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.